Event description:
It was reported that the device had faulty hardware, alarms "remove and reattach cassette" and also has a crack in downstream occlusion seal. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. H3: one device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed the root cause was a faulty main board and cracked downstream occlusion (dso) seal. The main board and dso seal will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.